Event description:
The customer reported image noise during Inspection for use involving an Olympus Gastrointestinal Videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - Establishment Name: (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.